Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting tasks on the architect i2000sr including the replacement of the valve, manifold kit which resolved the issue. A review of the service history for the analyzer identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding discrepant results since the valve, manifold kit was replaced. Tracking and trending data associated with the part and the analyzer were reviewed and no trends were identified. Manufacturing documentation for the part were reviewed and did not identify any issues. Additionally, labeling was reviewed and sufficiently addresses the customers issue. Based on this investigation no systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer stated that a false positive architect stat troponin-I result of 1.027 ng/ml was questioned by a physician on (B)(6) 2020. The same sample, ID (B)(6)) retested negative at less than 0.01 ng/ml. The patient was kept in the ER for monitoring. The patient's second and third architect stat troponin-I results were negative at less than 0.01 ng/ml. The customer retested other positive samples tested at the same time. One other positive sample (0.059 ng/ml, ID (B)(6)) retested negative at 0.012 ng/ml. No adverse impact to patient management was reported.